Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that nothing happens when he pushes the response buttons. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (response buttons were not working) has been confirmed. The cause of the response buttons not powering on the system was due to a defective front response button. The cause of the defective response button was an open flex connector at the mounting plate. The root cause appears to be an assembly error. No adverse event resulted from the defective monitor. The pt received a replacement monitor.